Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis. Physical evaluation of the pump found the pump to be in good condition. Functional testing included accuracy testing. The pump passes accuracy testing within specification. The customer stated issue was not duplicated and could not be confirmed. Problem source could not be identified.

Event description:
Information was received indicating that smiths medical cadd-legacy pump failed accuracy test by +8.8%. No adverse effects reported.

Manufacturer narrative:
Additional information was received indicating that the reported issue occurred during routine testing.